Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing low blood glucose of 41 mg/dl. Customer does not recall any significant events leading to the error. Troubleshooting was started and found that the drive support cap was normal but then customer could not continue any further. Customer indicated that she would call her doctor to follow up and then call back if further questions. No further information was given.